Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, that customer stated a c-33 error occurred on the integrated electrosurgical unit (iesu). The technical service engineer (tse) noted that this error indicated a high hf voltage measurement value in the on state. The customer restarted the iesu and performed a hard power cycle, but the error persisted. Tse then instructed the customer to use a backup generator so the surgical procedure could proceed. The procedure was completing as planned with no reported injury.